Event description:
It was reported that the user experienced hyperglycemia after breakfast while using the ilet system, with a reported peak glucose of 342 mg/dl that remained above range for about one hour and then declined to 182 mg/dl and trending down. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included remote troubleshooting and education, including site check guidance and follow-up call. Investigation of this case revealed no alarms, no evidence of infusion site leakage, and an unclear cause of the hyperglycemia following a high-carbohydrate meal. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.